Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
The patient is scheduled for revision following a diagnosis of altr. The following measurements were recorded at 21 months since index surgery: cobalt - 5.9; chromium - 0.4. The patient is reported to be symptomatic. Infection has not been diagnosed. Additionally reported via sales rep (B)(4)-2013, patient had adverse local tissue reaction. Doctor revised patients right hip using securfit max.

Manufacturer narrative:
Updated expiration date, steri lot, and manufacturing date. An event regarding altr involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A device history review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is scheduled for revision following a diagnosis of altr. The following measurements were recorded at 21 months since index surgery: cobalt - 5.9; chromium - 0.4. The patient is reported to be symptomatic. Infection has not been diagnosed. Additionally reported via sales rep (B)(6) 2013, patient had adverse local tissue reaction. Doctor revised patients right hip using securfit max.